Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional information was provided. Follow-up findings: pfn was sent to allergan. Event description states: band and port [explanted] due to tortuosity of destal esophagus." Patient had an egd 8-9 months ago which showed esophageal "corkscrewing" and esophageal ulcerations. Patient was getting worsening dysphagia due to vomiting. No information regarding replacement used. The device was returned.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Esophageal dilatation, dysphagia and vomit are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Analysis noted pulled material and evidence of coring of the port septum likely to have been caused by the use of a coring needle. Performance tests indicate no leakage at the access port or access port tubing. Device analysis noted the buckle was broken with striations consistent with surgical end cut for removal of the device. Device labeling addresses the possible outcome of esophageal dilatation as follows: esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required."